Event description:
Additional information was received stating that in the second week of may, the consumer began to feel symptoms following the use of their first pair of contacts. Consumer visited the physician and was prescribed with chloramphenicol 5mg/ml (1-2 drops 4-5 times a day) which did not help. Consumer visited the physician again after few days and was replaced with levofloxacin 5 mg/ml, with a dosage of 1-2 drops every two hours, 8 times a day for the first two days, then 4 times a day for the next three days. The symptoms improved quickly. In the last week of may, consumer used new lenses and experienced same symptoms and the eyes were red. Consumer again started using remaining drops from the previous prescription (levofloxacin). Consumer visited physician again after few days and physician suspected that the contact lenses were causing severe conjunctivitis and was diagnosed with mucopurulent conjunctivitis and unspecified conjunctivitis and was advised to return the unused lenses. Consumer purchased daily contact lenses and one pair of monthly lenses after nearly 2 weeks break and gradually increased the wearing time. These lenses had not caused any symptoms. Consumer felt daily lenses gave good clarity. In the mid week of june, the consumer started using air optix hydraglyde monthly lenses with breaks in between and used glasses during the break. Symptom has been resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information was provided in b.2 and b.5 based on additional information received following submission of the initial report, this complaint does not meet criteria for the serious adverse event, thus the review of the facts available at this time, the report has been downgraded to non-serious and non-reportable and will no longer require updates in the future. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
Initially the report received by a non health care professional. The non health care professional stated that consumer got an eye infection twice. Consumer has no information of the type of eye infection if it was fungal, bacterial or any other. The current status of the consumer¿s eye was reported as symptom is still continuing at the time of this report. Additional information has been requested but not yet received.